Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the tube did not work properly during a procedure. The hcp mentioned that it seemed that the balloon was loose. After 20 minutes, the tube started to obturate and the inner lumen was closed under pressure of the balloon. After 30 minutes, the tube was changed since the patient was not ventilated.

Manufacturer narrative:
(B)(6).. Analysis found that in an as received condition there was no occlusion of the main tube inside diameter, and the cuff was partially inflated. A syringe was used to inflate the cuff with/to 15cc. Mild pressure was applied to the cuff and immediately the inside diameter delaminated blocking most of the airway path. The delamination / separation of the pvc layer extended out from the surface by approximately 7mm which is out of specification. The approximate location / orientation of the occlusion on the inside diameter began under the cuff and proceeded distally 3/8¿ beyond the cuff, and the peak was approximately 110 degrees off center from the inflation lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the distributor reported via a manufacturer representative that the event occurred during a thyroidectomy procedure. The case was completed after reintubation of the patient. There was no delay in the procedure.